Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and serving. If additional information should become available, a supplemental medwatch will be submitted accordingly

Event description:
It was reported that the device had a hole in the hose. During repair, it was observed that the motor device had a hole in the hose (cut in the middle section) and the device was heating up. The device also failed pretests for temperature and hose verification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.